Manufacturer narrative:
Other, other text: device evaluation: one smiths medical cadd-legacy duodopa ambulatory infusion pump was returned for analysis in used condition. Functional testing involved three separate delivery accuracy tests and showed that the pump was within manufacturing specification of +/- 10%. No problem was found with the device's delivery accuracy. The investigation found fluid ingression by the chassis of the expulsor, occlusion sensors and on the cases. Review of the event history log showed multiple no disposable alarm messages after the pump starting. One possible, but unconfirmed, problem source was listed as fluid ingression. The expulsor, gasket and downstream sensor were replaced.

Event description:
Information was received indicating that a smiths medical cadd-legacy duodopa ambulatory infusion pump may not have been delivering correctly. Per reporter no additional information is available. No adverse patient effects were reported.